Event description:
Procedure type: urogynecological. According to the reporter: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced pain, suffering, disability and impairment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received, reason for mesh implantation: genuine stress incontinence, unexplained pelvic pain, recurrent ovarian cyst, intrapelvic adhesions, rectocele anesthesia type: general anesthesia procedure (s) performed: uro-tex (must be uretex) transvaginal tape procedure,laparoscopic bilateral adnexectomy with severance of adhesions and posterior colporrhaphy complications post implantation: irritative voiding symptoms, frequency, urgency and dysuria, bodily injuries, including any emotional of psychological injuries, that you claim resulted from the implantation of pelvic mesh products: dyspareunia and localized pelvic pain interventional surgery: (B)(6) 2007: underwent cystoscopy with hydro-dilation under general anesthesia for irritative voiding symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.